Manufacturer narrative:
The complaint investigation for false positive architect total b-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, and labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot 53166ud00 and complaint issue. The overall performance of the architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. The median value of the negative population for the complaint lot is within the established limits and comparable with other lots in the field which confirms no systemic issue for the lot. A review of labeling was performed and found to and sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified for the architect total b-hcg reagent lot 53166ud00.

Event description:
The customer observed false positive architect total -hcg results for two patients. The customer repeated the samples and the results were negative. The following data was provided: (B)(6) 2023 sid (B)(6) initial result (serum tube) = 28.89 miu/ml (positive) repeat result (plasma tube) = <1.2 miu/ml (negative). (B)(6) 2024 sid (B)(6) initial result (plasma tube) = 980.08 miu/ml (positive) repeat results (plasma tube) = < 1.2 miu/ml (negative) and < 1.2 miu/ml (negative) there was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect total -hcg results for two patients. The customer repeated the samples and the results were negative. The following data was provided: (B)(6) 2023 sid (B)(6) initial result (serum tube) = 28.89 miu/ml (positive). Repeat result (plasma tube) = <1.2 miu/ml (negative). (B)(6) 2024 sid (B)(6) initial result (plasma tube) = 980.08 miu/ml (positive). Repeat results (plasma tube) = < 1.2 miu/ml (negative) and < 1.2 miu/ml (negative). There was no impact to patient management reported.